Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received that the implantable cardioverter defibrillator (ICD) displayed a code 1005 which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were high out of range when attempting to deliver shock therapy. This patient experienced a ventricular fibrillation (vf) in which the ICD provided anti-tachycardia pacing (atp) and seven shocks, and the rhythm did not convert. The health care professional (hcp) was unsure whether one of the shocks was from paramedics converting this patient. Ultimately, this right ventricular (rv) lead and ICD were explanted and replaced. A return request is being sent to the field. No additional adverse patient effects were reported.